Manufacturer narrative:
Upon inspection of the returned guide it was found to be manufactured according to specifications. The design of the guide was fully made in accordance to the preoperative plan created and approved by the customer. However, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
During creation of the osteotomies using a surgiguide for the implant 34, the buccal plate of the bone was fenestrated near the occlusal side of the implant. Implantation in region 34 was not possible. The doctor restored the bone ridge using grafting material and a membrane. The patient was sent home for a healing period.